Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the fiber optic assembly of the cs300 intra-aortic balloon pump (iabp) failed. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service representative reported that the customer has planned not to fix this iabp device since they are buying new iabps. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that the iabp unit will be traded in, and that replacements were already arriving at this facility.

Event description:
It was reported that the fiber optic assembly of the cs300 intra-aortic balloon pump (iabp) failed. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.